Manufacturer narrative:
The meter was requested for investigation. The meter has been received for investigation. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). Customer states 989 appears in the upper left hand corner on the meter. The 989 looks faded and then completely fades out of the display. There was no allegation that any test results had been misinterpreted.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.